Manufacturer narrative:
The complaint investigation for a falsely decreased sodium result generated from alinity c processing module sn: (B)(6) while using alinity c ict sample diluent lot number 02865un22 included a review of data and information provided by the customer, labeling review, search for similar complaints, ticket trending review, and device history record review. Return testing was not completed as returns were not available. Ticket search by lot 02865un22 did not find an increase in complaint activity. Ticket and trending review did not identify any related trends regarding commonalities for lot number. Device history record review did not identify any non-conformances or deviations for the complaint issue. Quality control result was within expected range during discrepant result indicating the acceptable performance of the assay on the instrument. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the available information, no deficiency was identified.

Event description:
The customer observed a falsely decreased sodium result generated from an alinity c processing module for 1 patient on 19 mar 2023 and provided the following data (approximate reference (normal) range: 136 to 145 mmol/l): at approximately 17:03 sample ID (B)(6) generated a sodium result of 104, repeat result from this sample at approximately 19:29 generated a sodium result of 141. Two samples from the patient were also retested. At approximately 19:00 sample ID (B)(6) generated a sodium result of 139. At approximately 23:24 sample ID (B)(6) generated a sodium result of 138. There was no reported impact to patient management.

Manufacturer narrative:
A1 - patient identifier: complete list of sample ids are (B)(6), (B)(6), and (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely decreased sodium result generated from an alinity c processing module for 1 patient on (B)(6) 2023 and provided the following data (approximate reference (normal) range: 136 to 145 mmol/l): at approximately 17:03 sample ID (B)(6) generated a sodium result of 104, repeat result from this sample at approximately 19:29 generated a sodium result of 141. Two samples from the patient were also retested. At approximately 19:00 sample ID (B)(6) generated a sodium result of 139. At approximately 23:24 sample ID (B)(6) generated a sodium result of 138. There was no reported impact to patient management.